Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. Primary line infusion did not pass successfully. Was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. Alarm "tubing set problem" was triggered multiple times in the ivenix lvp display. Microscopic examination revealed that the edge of the diaphragm was not properly positioned and was displaced towards the flat area of the diaphragm. An underwater leak test was performed to verify the liquid and air side areas of cassette and no bubbles were observed coming from unit. The customer complaint is confirmed. The root cause of the leak at the distal could be caused by a leak coming down from the cassette to the mentioned part. An internal investigation has been opened to address this issue. The current process controls detection include 1) 100% leak and occlusion test are performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections, 4) primary lube machine detects the correct position of the seal at the knob.

Event description:
The following has been reported: nurse reported: "per nursing report, the medication leaked from the distal end of the tubing while the tubing was in the pump. Another pump was tried and it did the same things so deemed to be a tubing issue rather than a pump issue. A new medication and tubing set were obtained and that worked on the pump. Replaced the tubing and medication" patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.